Manufacturer narrative:
No patient information provided as no patient was involved.RMA issued. Replacement camera shipped (B)(4) 2013. Medtronic investigation of returned suspect device finds that, as reported, the camera failed an aak test at .51mm. Camera is out of calibration and directly caused the event.

Event description:
A medtronic representative reported a stealthstation s7 system camera that failed the accuracy assessment kit (aak) test during navigation access center testing. There was no patient present.